Manufacturer narrative:
Other relevant device(s) are: product ID: 9735521, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an navigation system being used for a functional endoscopic sinus surgery (fess) procedure. During the procedure, the "localizer not connected" message was seen and the instruments could no longer track. The breakout (emitter) box was switched with another navigation system and the issue resolved. The issue resulted in approximately a 15 minute procedure delay. The procedure was completed without aborting imaging or navigation. There was no impact on patient outcome. No complications were reported/anticipated.

Manufacturer narrative:
Correction: the system was serviced in the field and the issue was confirmed. The emitter box was replaced. The system then passed the system checkout and was found to be fully functional. Hardware analysis of the returned emitter box found that the interface kept resetting, which caused the reported issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.